Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 22feb2021.

Event description:
The customer reported the ventilator alarmed low tidal volume. The ventilator was on a patient and the patient was swapped to a different ventilator. No additional patient harm was reported. The customer spoke with a remote service engineer (rse). The respiratory therapist states the low tidal volume was caused by the vent. The biomed has performed full performance verification testing and there were no issues found. The biomed asked the rse what tests need to be performed to verify volume readings. The rse advised flow testing would identify if there was a problem with the ventilator. The rse advised the biomed of external issues that might cause volume alarms.the ventilator passed all performance verification testing and is ready for patient use.